Event description:
Customer reported code key discrepancy with the device. Customer stated the code displayed = 830; however the correct one is 930. No treatment received. A request was made for return product and replacement product was sent.